Event description:
It was reported that the lead was fractured. The lead was pinned between the pulse generator and ribs. The pressure from the pulse generator shifting caused the lead to be pinched and to fracture.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.